Event description:
It was reported that the arctic sun device was receiving alert 01 (patient line open) and alert 02 (low flow). Mss had the user fill the device, but the device would not fill. There was no suction on fill tube or behind the fluid delivery line (fdl). Mss had the user change the device to manual mode and the inlet pressure was 0.0psi. The flow rate was 0.0lpm when changed back to automatic mode. The arctic sun device would be sent to the biomed. Per follow up information received on 14dec2021, nurse stated that they were not able to complete the therapy with the arctic sun device and other devices were not available. Nurse also stated that white wraps and cooling blankets were used to cool the patient. The device was sent to the biomed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was receiving alert 01 (patient line open) and alert 02 (low flow). Mss had the user fill the device, but the device would not fill. There was no suction on fill tube or behind the fluid delivery line (fdl). Mss had the user change the device to manual mode and the inlet pressure was 0.0psi. The flow rate was 0.0lpm when changed back to automatic mode. The arctic sun device would be sent to the biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.